Event description:
The customer reported inaccurately low blood glucose readings with co's test strips. On 2/17/97, in the evening he opened the first bottle from a box of fifty and obtained consecutive blood glucose readings of 25, 28, and 22 mg/dl. He felt these readings were inaccurate because his usual blodd glucose range is 100 to 280 mg/dl. On 2/18/97, the customer called the co's customer support line and, with the representative, performed a blood glucose test. The result was 31 mg/dl. The representative had the customer open the second bottle from the box and perform a blood glucose test. The result was 147 mg/dl to perform a normal control solution test. With the representative, he performed a check strip test. The result was 89 versus a check strip range of 78-104. The desiccant is in both bottles. The customer stores the test strips in the bedroom.